Event description:
It was reported that pump displayed malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset pump without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if issue happened again.